Event description:
It was reported that there was a pericardial effusion (pe). During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was attempting for transseptal however he went through prior to transseptal puncture. There was no difficulty or issue noted with versacross. The patient had prior procedure with tsp so the physician used that prior tsp location as it was still patent. The physician positioned the watchman fxd curve access system (was) in the left atrial appendage (laa) of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). While advancing the wds in the was the physician noted a slight resistance, but was still able to advance the wds completely. The closure device was deployed in the patient, released and successfully implanted in the laa. After the closure device was released, the physician noted a small pericardial effusion. The effusion and patient were monitored for 10 minutes with no change to the effusion. No treatment or intervention was performed for this event. The patient made a full recovery and was discharged from the hospital. Unsure of exact location of the pe. Md could not determine if pe was there prior and was just not captured on imaging. Physician did not mention that he thought it was related to product. Act was therapeutic. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of pericardial effusion was confirmed via media provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion (pe). During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician was attempting for transseptal however he went through prior to transseptal puncture. There was no difficulty or issue noted with versacross. The patient had prior procedure with tsp so the the physician used that prior tsp location as it was still patent. The physician positioned the watchman fxd curve access system (was) in the left atrial appendage (laa) of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). While advancing the wds in the was the physician noted a slight resistance, but was still able to advance the wds completely. The closure device was deployed in the patient, released and successfully implanted in the laa. After the closure device was released, the physician noted a small pericardial effusion. The effusion and patient were monitored for 10 minutes with no change to the effusion. No treatment or intervention was performed for this event. The patient made a full recovery and was discharged from the hospital. Unsure of exact location of the pe. Md could not determine if pe was there prior and was just not captured on imaging. Physician did not mention that he thought it was related to product. Act was therapeutic. The device is not expected to be returned for analysis (disposed).